Event description:
It was reported that when the monitor is turned on, it would sometimes display "catheter failure". There was no patient involvement.

Manufacturer narrative:
Investigation completed 12/21/2017. The device was returned for evaluation. The log file for the device was reviewed, the review verified error code e2010 was identified to have occurred. Service history review: the service history records were reviewed and no anomalies that could be associated with the complaint incident were observed. The updated review verified the complaint is a single occurrence. The complaint was verified as valid. Error code e2010 was identified to have occurred and the cause was verified as a defective power board failure.

Manufacturer narrative:
Additional information to investigation (B)(6) 2017. The pictures provided with the complaint information were reviewed. The pictures did not verify the complaint as valid, no failure was evident on the monitor screen per the pictures and no additional information could be obtained to support the complaint evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on october 6, 2017. Results: DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; based on the complaint description a review of cam02 complaints was completed using key words "catheter failure" in the search criteria. The review encompassed dates 18-sep-16 to 18-sep-17. A total of (B)(4) complaints were reviewed of which (B)(4) complaints were identified. The reports were reviewed and no anomalies that could be associated with the complaint incident were observed. During the time period ¿oct 16 to sep 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (5) can therefore be calculated as (B)(4) (occasional) of procedures. This percentage is above the expected rate of occurrence scored in the risk management review conclusion: product was not returned so the evaluation was unable to be performed.